Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead noise was observed during an interrogation process in clinic. Upon review of recorded event, it was noted that the patient received inappropriate atp therapy due to lead noise. Programming changes were made and the patient was stable. The lead was recommended to be replaced.